Manufacturer narrative:
Since this device could not be traced to a specific event, event date has been left blank as this is unknown. The device evaluation was completed. Visual analysis of the returned catheter revealed reddish material inside and a hole in the pebax of the catheter. Carto test was performed, in accordance with bwi procedures. The returned sample was connected to carto-generator system and the force and impedance error were observed. Therefore, the catheter was dissected on the tip area. Loss of electrical continuity of the green paired wires to sensor was found. Concluding that it is an internal failure of the sensor. For impedance, the failure was found from the cut to electrodes. A manufacturing record evaluation was performed for the finished device 30430598m number, and no internal action related to the complaint was found during the review. As part of bwis quality process all devices are manufactured, inspected, and released to approved specifications. The evaluation determined that the cause of the pebax failure cannot be established. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
On 1/28/2021, biosense webster, inc.s (bwi) product analysis lab received a thermocool¿ smart touch¿ sf bi-directional navigation catheter which was unable to be matched to any existing customer complaint file. Multiple attempts were made to obtain additional information about the returned device and potential complaint number, however, no additional information has been received. As such, this complaint has been opened to document the investigation details. On 4/27/2021, visual analysis of the returned sample identified a reddish-brown material inside the pebax and a hole in the pebax with internal components being exposed. These findings were reviewed and determined the issue of a hole in the pebax is a MDR reportable malfunction since the integrity of the device is compromised.